Event description:
It was reported that the patient experienced a high ventricular rate episode and the patient was symptomatic and passed out during the rhythm. Upon review, it was suspected that the extravascular implantable cardioverter defibrillator (ev-ICD) inappropriately withheld therapy for an episode of ventricular tachycardia (vt) that the device detected as supra ventricular tachycardia (svt). The arrhythmia eventually self terminated. The device was reprogrammed and enhanced discrimination detection feature turned off. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID ev240163 (serial: (B)(6)); product type: 0264-lead-hv; implant date (B)(6) 2025 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction: b5; rhythm that was inappropriately withheld was ventricular fibrillation medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient experienced a high ventricular rate episode and the patient was symptomatic and passed out during the rhythm. Upon review, it was suspected that the extravascular implantable cardioverter defibrillator (ev-ICD) inappropriately withheld therapy for an episode of ventricular fibrillation (vf) that the device detected as supra ventricular tachycardia (svt). The arrhythmia eventually self terminated. The device was reprogrammed and enhanced discrimination detection feature turned off. The device remains in use. No further patient complications have been reported as a result of this event.